Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. On (B)(6) 2024, the patient¿s cgm was reading high mg/dl, no bg meter comparison was taken at this time. The patient self-treated with insulin per routine diabetes management. At an unspecified time later, the patient began feeling nauseous. The patient tested his bg meter reading at this time, and it was 120 mg/dl. The patient also called emergency medical services. Once ems arrived, another bg meter reading was taken and was reported to be ¿fine¿, but no specific value was reported. The patient was transported to the emergency room, where he was treated with zofran and an unspecified IV. It was not reported how long the patient was in the ER prior to discharge. The patient stated these were the only event details he could recall and refused to provide any further information. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.